Manufacturer narrative:
The autopulse platform was returned to zoll on 20 july 2017, for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. Based on available information, autopulse did not start and did not perform any compression. Manual CPR was performed and rosc was not achieved by manual CPR. It is not clear if manual CPR was provided before autopulse deployment or during trouble shooting. For a trained user, the time to trouble-shoot or change battery should be quick, similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. The short interruption will not negatively impact the patient outcome. The cause of patient's death was likely to be patient's underlying clinical condition.

Event description:
The team responded to a call of a patient in cardiac arrest. Upon arriving on the scene, the responding team provided manual CPR. Upon powering on the autopulse platform (sn: (B)(4)), it was reported that the display screen was blank and the lifeband would not retract. The reporter indicated there were no user advisory message displayed. Manual CPR continued as team members troubleshoot the issue, by replacing the autopulse battery and lifeband, however, was not successful. The patient suffered from substance abuse. Per reporter, the cause of the cardiac arrest is suspected to be overdose; however, the cause of death is unknown. According to the reporter, he does not believe the issue with the autopulse contributed to the patient's death.

Manufacturer narrative:
The customer complaints of a blank display screen upon power up and the lifeband not retracting were not confirmed during evaluation of the returned autopulse platform (sn: (B)(4)). The reported issues could not be reproduced. No parts were replaced to remedy the reported complaint. Visual inspection was performed and found damage to the top, front, and bottom covers of the platform. The physical damages are unrelated to the reported complaint. Review of the platform's archive data found multiple user advisories occurred on the reported event date ((B)(6) 2017), but are unrelated to the reported complaint. The archive also shows that the platform displayed fault 27 (encoder fault) when the platform was powered on. Based on the archive data, the user cleared the fault by restarting the platform. After restarting the platform, the ua7 (discrepancy between load 1 and load 2 too large) error was displayed. The archive shows that the user restarted the platform multiple times to clear the error, but was not successful. The user powered off the platform after multiple attempts to clear the error. Per archive, the load sensing system detected a weight/load imbalance between the two load cells. Per the autopulse maintenance guide, ua7 is an indication that the patient is out of position or the patient is not properly centered. During initial functional testing, a load cell characterization test was performed and confirmed that both load cell modules are functioning within the specification. A run-in test was also performed using the 95% patient large resuscitation test fixture (lrtf) and known good test batteries until discharged. The platform passed testing without any fault or error. The autopulse platform is a reusable device and was manufactured in 2008. Further evaluation revealed the cause for fault 27 was due to a faulty encoder. Upon customer approval, the component will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).